Event description:
Company received a call from a representative in 10/2002. The representative reported the following problem: patient's family member states the unit was placed against a door frame, vent fell over onto face of vent. Vent stopped delivering breaths, no alarm. This happened on 2 occasions.